Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that this patient passed out for about 15 seconds and then was fine. The patient was referred to their physician. No additional adverse patient effects were reported. No further information is known.